Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Antibiotic treatment was delivered and cultures were taken. The cardiac resynchronization therapy pacemaker (crt-p) was used externally with a temporary right ventricular (rv) lead while the patient received antibiotic treatment. The system was replaced one week following extraction. No further patient complications have been reported as a result of this event.